Event description:
After an implantation time of about 36 months, sensing disturbances were reported. The ICD was exchanged. No adverse patient effects were reported. Lumos vr-t, MDR 1028232-2008-01567.

Manufacturer narrative:
The lead was severed. Only 52 cm of a distal lead fragment were therefore the object of the analysis. The electrical analysis of the lead showed no anomalies. In particular, there were no interruptions in the conductors and no instances of low-ohmic values. The severing of the lead was probably a result of the explantation process. Neither the analysis of the ICD nor the analysis of the lead found any indications of material defects.